Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a cracked front case. There was no patient involvement.

Event description:
It was reported that the device had a cracked front case. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, front/rear door, barrel clamp, module key lock label, and left/right iui. A review of the device history record showed the device had a manufacture date of 21aug2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked front cover pca. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Correction in e2, g2, additional in d8, h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, front/rear door, barrel clamp, module key lock label, and left/right iui. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 21aug2007 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a cracked front case. There was no patient involvement.